Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 syringes 3ml ll w/ndl eclipse 23x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: unknown plastic in the product.

Manufacturer narrative:
H.6 investigation summary: seven actual samples were received by our quality team for evaluation. Upon visual inspection black splice was observed on the adhesive side of the top web and there was an open seal at the black splice area; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the black splice is likely from the paper supplier as the packaging process was reviewed and the black colored splice is not used at any stage. The manufacturing does not use black color splice in the production; transparent tape is used to join the top web. There is a top web splice sensor to detect splice at the primary packaging machine and product will be purged out automatically after the sealing process. The splice sensor was verified and able to detect splice on the graphic printing side of the top web. As the splice was observed at the adhesive side of the top web, the splice sensor was unable to detect the splice. Hence, the black splice is likely comes from the paper supplier. The buy specification document, 10000172547 was reviewed and there is no clear instruction indicated to the supplier on the splice location. Complaints received for this product and condition will continue to be tracked and trended.

Event description:
It was reported that 7 syringes 3ml ll w/ndl eclipse 23x1 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: unknown plastic in the product.